Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2011-08218. Reference MFR report: 1627487-2011-08219. The patient received the scs system on (B)(6) 2008 for headaches (off-label). It was reported that the scs ipg was unable to communicate with the charger or the patient programmer. The physician also mentioned that the leads outputs were not as expected as the headaches were not resolved. The ipg was replaced by a new ipg. The leads will be revised at a future date. No further information is available at this time.

Manufacturer narrative:
This ipg serial number is included in (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.